Event description:
The event is reported as: the customer alleges that the rt (respirator therapist) indicated that the device would not pass the leak test. The column was changed and the leak test was passed. No report of pt involvement/injury.

Manufacturer narrative:
The lot# 02l1202299 for the column (component of conchapak) is documented in the complaint. A visual, dimensional and functional inspection could not be conducted since the product was not returned for eval. A device history record (DHR) review was conducted for lot# 02l1202299. The review showed no issues or discrepancies related to this complaint. No non conformance reports were originated to the complaint reported. The DHR shows that the product was assembled and inspected according to our specifications.